Event description:
A complaint was received via email. An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone and with an unknown operating system version. A customer experienced a loss of consciousness and was bought to a hospital. It was indicated that the customer was hospitalized for two and a half days and was provided unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported a signal loss with the freestyle librelink application. Abbott diabetes care (adc) attempted to replicate the reported issue using similar configuration of samsung galaxy a52, android 13, 2.10.1.10406 and iphone 14 plus, ios 17.3.1,2.11.1.8175. The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the customer's reported application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. The operating system is unknown so the d4 - model number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.